Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and both leads were explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient is implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation after suffering 2 falls. X-rays were taken and indicated both leads had migrated out of the epidural space. Patient turned stimulation off and surgical intervention may be taken as the next course of action.